Manufacturer narrative:
(B)(4).

Event description:
The customer complained that, regardless of the test requested, 3 patient samples resulted as an hcg + b test result of 2.78 miu/ml on a cobas e 411 immunoassay analyzer. The tests requested were: elecsys troponin t stat assay (troponin t stat), elecsys lh assay (lh), elecsys hcg + beta test system (hcg + b), or elecsys estradiol iii assay (estradiol iii). Patient sample 1 was being tested for troponin t stat and the result from the analyzer was an hcg + b result of 2.78 miu/ml. Patient sample 2 was being tested for hcg + b and estradiol iii and both results from the analyzer were hcg + b results of 2.78 miu/ml. Patient sample 3 was being tested for lh and the result from the analyzer was an hcg + b result of 2.78 miu/ml. The customer was not having any issues with calibration or quality controls (qc). None of the results were reported outside of the laboratory. No adverse event occurred. The troponin t stat reagent lot number was 21415800 with an expiration date of 01/31/2018. The lh reagent lot number was 18743900 with an expiration date of 04/30/2018. The hcg + b reagent lot number was 21015105 with an expiration date of 05/31/2018. The estradiol iii reagent lot number was 21731300 with an expiration date of 02/28/2018. The field service engineer (fse) visited the customer site and found that the e411 software was corrupted on the analyzer's computer drive. The fse re-imaged the pc and reloaded the software manually. The customer was able to run calibration and qc with no issues. The system was operational.

Manufacturer narrative:
The customer is not having any further issues.

Manufacturer narrative:
The investigation determined that the corrupted software on the analyzer's computer drive found by the fse was the root cause of the event.